Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved. It was noted the patient had an appointment on (B)(6) 2014.

Event description:
It was reported that the patient wanted to cut off stimulation because, it shocked her. It was reported that the shocking has been going on for ¿a little bit few weeks¿. It was noted that the patient had charged her system but could not get the patient programmer to ¿cut off¿ and wanted to because of the shocking.